Manufacturer narrative:
Device evaluated by MFR: the main coil and the pusher wire were received for analysis. A visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section; moreover, the arm of the coil was detached. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23oct2024. The patient underwent transjugular intrahepatic portosystemic shunt (tips) combined with embolization in the gastric fundus vein. A 10mm x 40cm interlock .035 coil was selected together with a non-boston scientific (bsc) angiography catheter. During the procedure, the coil could not advance forward despite several attempts made. After withdrawing and continuously pushing it, it could not be pushed. After the coil was removed, it was found that the coil had already deployed in the catheter. The procedure was completed with an 8mm x 20cm interlock coil. No patient complications were reported, and the patient was stable post-procedure. However, device analysis revealed that the arm of the coil detached.